Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch on the lens was noted. There was a patient contact, and the procedure was completed. Additional information has been requested and received stated that issue was noticed after implantation, the iol was explanted the same day and there was no patient harm. No further information available.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut in half, typical of insertion and removal. Both cut portions of optic have multiple light scratches. One cut optic portion had a scrape mark on the posterior side. The file indicated the use of a qualified cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).